Event description:
It was reported that pump top button was worn down with rubber missing. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting support from technical support, and case was documented for coverage purposes with no additional corrective actions reported.